Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, the representative learned that the doctor had revised the patient's ipg back on (B)(6) 2010 because the ipg was not flat under the skin, but tilted on its side. The patient had stimulation, but the charging system and programmer would not locate the ipg. Once the ipg was positioned flat again, the charger and programmer communicated fine.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were also reviewed. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.